Event description:
Reported issue: the package was found broken during inspection. It involved 142 pcs. All devices have a sterility breach. The outer package was not damaged.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photo. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. In addition, the top left edges of the packaging were observed to be cracked. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue.

Manufacturer narrative:
(B)(4). Quantity of (B)(4) found during inspection. The device history review for the product visistat 35w 6/box lot# 73e2200193 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the package was found broken during inspection. It involved 142 pcs. All devices have a sterility breach. The outer package was not damaged.